Manufacturer narrative:
Report required by FDA for eua. (B)(4).

Event description:
User reported false positive result. Negative by pcr two days later. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011.

Event description:
User reported false positive result. Negative by pcr two days later. Asymptomatic. Fully vaccinated.